Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, after placing a 2.8 guide wire for a 6.5 cannulated screw, 140mm screw was opened and tried to pass it and the screwdriver over the wire. Together they wouldn't pass over the wire. After trying other wires & screwdrivers it was realized that a problem was with the screw and opened another screw. The second one passed without a problem. There was approximately five (5) minutes of surgical delay. The procedure was successfully completed. There was no other medical intervention required. This report is for one (1) 7.3mm cannulated screw fully threaded/140mm-sterile this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: b3: date of event is an unknown date in 2024. H3, h6: manufacturing location: monument. Manufacturing date: 29-march-2022. Expiration date: 28-february-2031. Part: 209.740s-us, 7.3mm cannulated screw fully threaded/140mm. Lot: 670p825 (sterile). This lot was reworked after a passivation tank was found to be out of range for temperature. After rework, the lot was determined to be acceptable and was released from hold. Four pieces were scrapped at gun drill for an unacceptable hole/slot position. The remainder of the lot was determined to be acceptable for this feature. Production order traveler met all inspection acceptance criteria apart from the four pieces noted. Inspection sheet, turn/wobble broach, inspect mill threads met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. No cosmetic defects were found. A dimensional inspection was performed and met specifications. A functional evaluation was not performed due to mating device was not returned. The overall complaint was not confirmed as the observed condition of the 7.3 cannulated screw fully thrd/140-sile would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed. Dimensional inspection: feature: hole inner diameter. Measured dimension: conforming. Feature: length screw. Measured dimension: conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.